Event description:
It was reported that the patient received eight inappropriate shocks from the implantable cardioverter defibrillator (ICD). Patient experienced symptoms of neck nerve pain. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2014. (B)(4).